Event description:
It was reported that the patient presented to the clinic on the date of the report for a routine pump refill. The patient reported to the healthcare provider (hcp) that she had increased pain symptoms for approximately 2 weeks; stating that 2 weeks ago she experienced a fall and then in the following days, felt as though she had the flu/flu-like symptoms. This prompted the hcp to conduct a dye study. Upon insertion of the needle into the catheter access port (cap), the hcp was unable to aspirate any fluid. He aborted the dye study, labeled it as ¿failed,¿ and the clinic contacted neurosurgery for pump and catheter exploration, and possible revision. The patient was given oral pain tablets by the hcp and the pump was set to minimum rate. The patient status was alive with no injury at the time of the report. The patient was scheduled for a procedure on (B)(6) 2015. Additional information received reported that the pain pump and catheter exploration revealed a catheter fracture in the spinal segment. This was corrected and the patient was subsequently receiving effective therapy. No segments were sent for analysis per the surgeon. The pump system was being used to infuse dilaudid.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the catheter issue was identified via "x-ray-aspiration" on (B)(6) 2015. The previously reported revision was also reported as a catheter connection revision.

Manufacturer narrative:
Concomitant product: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).